Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer delivered too many boluses due to the occlusion alarms resulting in low blood glucose (bg) of 46 mg/dl. Customer addressed bg with glucose tablet and by drinking juice. Additionally, customer reported bg of 259 mg/dl. Insulin delivery was resumed.